Event description:
N/a.

Manufacturer narrative:
Additional info:contact person(name: (B)(6), email: (B)(6)). It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) k6, k6a, k7, k8 leak test failure during pm. A getinge field service engineer evaluated the unit and confirmed the test # 3 failed .diff reading is -144mmhg exceeding the acceptable reading of ±20 mmhg. Drive manifold assembly(d104-00-0018) was replaced. K6, k6a, k7, k8 leak test now passing. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. No patient involved. The defective components were received for further investigation. Please refer to the root cause evaluation field for details the fat dept. Verified the failure of the drive assembly. (Test #3 failure). Differential reading of -208 mmhg. Specification is +/- 20 mmhg. Retaining the drive assembly in the fat dept. Per procedure (B)(4) rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) k6, k6a, k7, k8 leak test failure. No patient involvement reported.